Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
Customer reported via phone call to have received a maximum bolus alarm. Customer's blood glucose was 404 mg/dl. Customer was assisted in programming insulin pump and in programming the remaining bolus. Customer was advised to monitor insulin pump.